Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the fourth inflation at 10 atmospheres for 20 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and there were no patient complications as a result of this event.